Event description:
Additional information was received from a healthcare provider (hcp) and manufacturing representative. The hcp was not aware of the patient overdosing and almost dying. The patient called in regularly [to the hcp] and never mentioned anything to them. The hcp was weaning down the patient. The patient was currently at 2.0 mg. The manufacturing representative was not aware of the event either. It was noted that the patient gets her pump filled by home infusion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy. The indication for use was spinal pain. It was reported the pump overdosed the patient, and she almost died. There was no out of box failure reported. No medical or therapy problem associated with small parts was reported. The pump was being explanted. The consumer noted there had been recalls on the devices and no one ever informed her of this. The consumer noted the device manufacturer was implanting people with these devices when there was a risk of death. The patient was going to have her pump taken out within the next month (from (B)(6) 2016), and they were already titrating her down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.